Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's compressor was not working. A non-medtronic/covidien service provider inspected the device and confirmed the reported incident. The service provider replaced the capacitor. It was unknown if there was patient involvement. Medtronic/covidien was not authorized to repair the device.